Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. Due to a clogged air/water nozzle, the water removal ability was out of specification, and the water flow was insufficient. In addition, service found the nozzle was missing, the objective lens was cracked, the adhesive on the bending section cover was detached, the connecting tube was buckled, the scope connector cover was scratched, the right/left knob was dirty, the universal cord was discolored, the scope connector was scratched, the bending angle was out of specification due to wear of the angulation wire, there was play in the right/left/up/down knob due to deformation of the bending tube, the distal end cover was deformed, and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported while preparing the subject device for use during an unspecified procedure, there was no air/water flow from the nozzle. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation of the device (foreign material in the forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer's final investigation. During inspection and testing of the returned device, due to the clogged air/water nozzle, the water removal ability was out of specification, and the water flow was insufficient. It was unknown if the nozzle was clogged due to foreign material or due to another reason, as no foreign substance was visible or coming out of the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material adhered to the forceps elevator due to insufficient reprocessing around the forceps elevator by the user after the procedure. If reprocessing was not conducted immediately after the procedure, foreign material on the forceps elevator may have dried and adhered. However, a definitive root cause could not be determined. The reprocessing manual states the following regarding brushing: "brushing around the forceps elevator and instrument channel outlet." The reprocessing manual states the following regarding precleaning of the device: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: the reported issue (no air/water flow from the nozzle) was observed while reprocessing the subject device. The reported issue was not observed while preparing the subject device for use during an unspecified procedure, as was previously reported in the initial medwatch report.

Manufacturer narrative:
This report is being supplemented to correct and clarify information that was provided in the initial report and to provide additional information received from the user facility regarding the reported issue.